Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the neurostimulator was explanted and replaced. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues in a clinical study. It was reported that the patient had recurring symptoms of urgency/frequency for 3-6 months; the clinical diagnosis was a worsening of urinary urgency/frequency symptoms. It was noted that the event was related to the device or therapy and not related to the implant procedure. A manufacturer representative was unable to get a response from the battery, thus the device/therapy was unable to be evaluated. Interventions taken included an explant of the component and the event was resolved without sequelae on (B)(6) 2014. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the device/battery not responding was not determined. No further complications were reported/anticipated.